Event description:
One pt sample with discrepant potassium results. Initial result, tested 2008, gave 5.3 mmol/l; repeated twice, tested once same date, giving 4.3 mmol/l (different methodology) and tested the next day, giving 4.5 mmol/l (same methodology). The initial result was not reported. If add'l info is received, appropriate notification will be provided.